Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer's spouse reported via phone call the insulin pump was alarming button error and the buttons were unresponsive. Customer's spouse does not know customer's blood glucose. Customer's spouse did not recall any event which may have led to the keypad anomaly, the insulin pump did not get wet. The customer's spouse was advised to discontinue use of the device, revert to back, and the pump need to be replaced. Customer's spouse agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.